Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jucqx039 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (jucqx039) have been reported from the same facility.

Event description:
It was reported that the IV was test flushed with saline by hand with no issues, but the IV disconnected during the power injector flush. The CT tech took off the statlock and extension tubing and placed a new connector onto the IV. The tech then flushed by hand and with the power injector with no issues; the IV worked fine and the scans were completed. It was noted by complainant that "this issue caused a delay in patient care. There was a potential risk for IV infiltration, repeat scans or insufficient studies. But this case just caused a delay in care." No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the extension set disconnected from the IV catheter was inconclusive due to the sample condition. One extension set from a statlock kit was returned for investigation. The disconnected IV was not returned. The extension set tubing exhibited evidence of use. A tacky residue was observed on the external section of the tubing. Blood residue was observed within the extension set. A functional test revealed that the extension set could be securely attached to an unused catheter hub. The extension set and catheter were flushed with water and were patent to infusion. Upon pressurizing the connection, no leaks were observed at any part of the extension set. The manner in which the device was used was unknown. It is possible that the connection was under-tightened. It is unknown if the disconnected IV catheter was a factor in the complaint. Since the problem could not be replicated and since the disconnected catheter was not returned, the complaint was inconclusive. A lot history review (lhr) of jucqx039 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (jucqx039) have been reported from the same facility.

Event description:
It was reported that the IV was test flushed with saline by hand with no issues, but the IV disconnected during the power injector flush. The CT tech took off the statlock and extension tubing and placed a new connector onto the IV. The tech then flushed by hand and with the power injector with no issues; the IV worked fine and the scans were completed. It was noted by complainant that "this issue caused a delay in patient care. There was a potential risk for IV infiltration, repeat scans or insufficient studies. But this case just caused a delay in care." No patient injury was reported.